Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the screen flickers on the flex deflectable videoscope. The reported allegation occurred during service (not in a clinical setting). There were no reports of patient involvement.